Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient is experiencing pain, clicking, and ambulation difficulties.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "inadequate range of motion due to improper selection or positioning of components." Number 20 states, "persistent pain."

Event description:
It was reported that patient underwent left partial knee arthroplasty on an unknown date. Subsequently, the patient is experiencing pain, clicking, and ambulation difficulties.